Event description:
The patient's left axillary vein was accessed, vessel was wired and an 8f safesheath was introduced. A pacemaker lead, unclear whether atrial or ventricular, was introduced via the safesheath, however at the point the safesheath was to be "peeled-away" (proximal to distal)the sheath did not perform as expected and separated approximately 5cm from the distal tip. The electrophysiologist used surgical scissors to cut the sheath away from the lead - the lead was not damaged.